Manufacturer narrative:
Follow-up # 1 date of submission 28-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2017 with the following findings: there were multiple occurrences of a large prime volume observed in the pump prime history. The pump was exercised for 24 hours and the loss of prime issue was not duplicated. The force sensor calibration passed within specification. The pump was able to load a 100 unit cartridge within specification. The initial complaint was not confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (prime issue) issue. It was reported that the pump was not priming the tubing during the load step. It was also reported that the patient primed 3 units during the prime step but a lot more insulin came out of the tubing. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.